Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, light transmission condition failed, hole in the button 1, light guide tube delamination, water ingress in scope connector, image interference, and electrical safety test failed. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis lucera elite colonovideoscope exhibited e315 error-scope error. The event occurred during preparation for use, prior to an unknown procedure. It was reported that the procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that during user handling, the scope connector was flooded, an electronic component malfunctioned, and a temporary error message was displayed at the facility. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor the field performance of this device.